Event description:
The pt was admitted to the hosp after episodes of paleness, back spasms, difficulty expressing himself, notable drooling and inability to use hands. CT scan was negative and the pt's symptoms resolved within 24 hours. An echo showed severe aortic insufficiency and what appeared to be sewing cuff dehiscence. Intraoperatively, the valve was dehisced nearly "circumferentially". All of the sutures were in place but the annulus was very friable and appeared to have chronic inflammation with edematous tissue. Blood cultures were positive. The valve was replaced with a 27mm carbomedics valve.